Event description:
Bd nano pen needles caused the pt to bleed and form small pockets under the skin. It did not need medical attention but he does not have this problem with bd short pen needles, thus he prefer this. Diagnosis or reason for use: diabetes insulin pens (levemir). Event abated after use stopped or dose reduced: yes.